Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had scratches on their insulin pump's screen. The customer stated the scratches extend to the battery compartment of their insulin pump. Customer could not recall how the damage had occurred. The customer's blood glucose was 130 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.